Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced tip damage and failure to advance. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review could not be performed. The sample was returned and the investigation identified damage in distal dilator tip and failure to advance. A definite root cause for the reported event could not be determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified.

Manufacturer narrative:
The lot number was not provided; therefore, a lot history review could not be performed. The sample was returned and the investigation identified damage in distal dilator tip. A definite root cause for the reported event could not be determined. The device was labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced tip damage. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.